Manufacturer narrative:
Additional information : correction: device manufacturer address the device was received for evaluation. A visual inspection was performed which revealed an insufficient welding at the bottom left welds of the bag. Functional testing was performed which revealed a leak coming from the bottom left weld of the bag. No leak was observed from the injection port. The cause of the weld leak could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of year 2019.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the injection port. The leak was discovered during setup and preparation. There was no patient involvement. No additional information is available.